Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The patient presented in clinic and the pacemaker was unable to be interrogated and exhibited no magnet response. Atrial lead noise was also noted. The pacemaker was explanted and replaced. The atrial lead remains implanted and in use and will be monitored. The patient condition was stable.